Event description:
It was reported that patient underwent a total hip arthroplasty with competitor products on an unknown date. Subsequently, patient was revised to a biomet total hip on (B)(6) 2013. Patient underwent a revision procedure on (B)(6) 2014 due to a femoral fracture, a fractured competitor plate and infection. Subsequently, patient was revised on (B)(6) 2014 due to dislocation. On (B)(6) 2014 patient was revised due to dislocation and underwent irrigation and debridement due to infection.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 5 of 14 mdrs filed for the same patient (reference 1825034-2014-05567 / 05538 and 2016-01939 / 01940). Product location unknown.

Event description:
It was reported in operative notes received that patient underwent an irrigation and debridement procedure two (2) days post-implantation due to infection. Subsequently, patient underwent an exploratory hip procedure approximately three (3) months post-implantation due to infection. Patient underwent hip revision procedure approximately ten (10) months post-implantation due to infection, femoral fracture and fracture of a competitor plate. During the procedure, fistula formation, fragmentation and displacement of bone, and loosening of the femoral component were noted. Tissue debridement also occurred. All components were removed and replaced. Another competitor plate and cables were implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ number 3 states, "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device.." Number 19 states "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." This report is number 5 of 12 mdrs filed for the same event (reference 1825034-2014-05567 / 05578).